Manufacturer narrative:
(B)(4). Date sent: 02/04/25. D4: batch #unk. A manufacturing record evaluation was performed for the finished device ec60a with lot number 284d60; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior/sigmoid resection procedure, it was observed that the echelon flex 60 ec60a stapler would not open after the 3rd firing. The surgeon had to bang on the device to get it to release. It was not made clear what the surgeon banged the device on, or what was used to bang the device open. A second stapler was opened and also failed what exactly failed on the second stapler was not made clear even after inquiring. A third stapler had to be opened to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.